Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced hub separation from the device, and a breach in product sterility. The following information was provided by the initial reporter: when the shield was removed, there was no needle on the product.

Manufacturer narrative:
H6: investigation summary. Customer returned a single 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. Part of the needle hub appears to have split from the barrel. No signs of use and no other defects found. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced hub separation from the device, and a breach in product sterility. The following information was provided by the initial reporter: when the shield was removed, there was no needle on the product.